Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons ripped off inside me: vagina [foreign body in reproductive tract]. Serious problems, health problems [ill-defined disorder]. Tampons have ripped inside of me [device breakage]. Consumer reported via e-mail that tampons have ripped inside of her. No serious injury reported.